Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. While a blockage in the npwt system (pump/canister/dressing) may lead to a loss of negative pressure, it will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root causes may include, component failure or the dressing integrity was compromised. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having a blockage/full canister problem while using a renasys go. Troubleshooting techniques were performed from resetting the device, to assessing the canister for drainage involvement. There is drainage present ("enough drainage present to explode the packet inside") but the patient is currently awaiting for additional canisters to arrive as she ran out. It was reported that the device has been laying flat at which time it was instructed to keep the device as upright as possible throughout its use. The o- rings are clear. Tubing has been milked several times throughout the night per the patient¿s account. The quick click connection was disengaged with the continuous therapy still being evident yet. The device did not resume the blockage/full canister warning during the course of the conversation. However, when the quick click connection was disengaged, the device loudness did not ramp up. The dressing appearance is a little raisin- like but seems "soft and boggy" per the providing-care nurse. It was also mentioned that the dressing is bridged as there are two wounds being treated at this time. When inquiring if there is a y-connection, the nurse indicated that would mean taking apart the entire dressing again. No additional information available.